Manufacturer narrative:
(B)(4). Eval, results: (mi).

Event description:
Two endeavor sprint rapid exchange (rx) drug eluting stents were implanted in the mid lcx during the index procedure. Event was identified by the clinical events committee and deemed to be consistent with an mi. It was reported that an mi occurred one day post stent implant. Mi was categorized as a non q wave mi, in the territory of the target vessel. No further details are available. Pt was asymptomatic / free of symptoms at 30 day, 6 month, 1.5 year, 2.5 year and 3 year follow ups. Pt's current cardiac status at 1 year and 2 year follow ups was unstable angina. (Ref MFR # 9612164-2011-00433).